Event description:
Boston scientific received information that a left ventricular (lv) lead dislodgement was confirmed in a previous follow-up with the date unknown to the current company field representative. Dislodgement was confirmed by routine x-ray analysis. A lead reposition procedure subsequently followed; however, the physician decided to explant this lv lead due to the additional observation of insulation damage. A new lead was successfully implanted and the former lead was discarded. No additional adverse effects were reported in association with the dislodgement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.